Event description:
It was noticed intraoperative that the cautery tip's insulation sheath was compromised (appeared to have a 1mm melted area on sheath) which resulted in a 1 cm brown superficial burn mark on the patient's bladder.

Manufacturer narrative:
A review of the device history record shows this product was originally manufactured to specifications and there is no evidence of device defect or malfunction. A review of product history reveals this device to be a reliable component of electrosurgery and there is no evidence to suggest device defect or malfunction. Megadyne determined to report this event based on information that a burn occured on the patient's bladder.